Event description:
It was reported that after insertion of the intra-aortic balloon, the pt suffered left leg ischemia. The pt was returned to the or for removal of the intra-aortic balloon. It was discovered that the intra-aortic balloon was not in the common femoral artery. Attempts to place another intra-aortic balloon in the pt's right side were unsuccessful. After 4 to 6 attempts, the pt was transferred to the intensive care unit without intra-aortic balloon support and expired. The autopsy results indicate that there was a dissection with internal bleeding.